Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 31 mg/dl (but may have dropped to the "teens" as stated by nurse) while wearing the pod between 4 and 24 hours. Patient reportedly texted spouse that she was going to lay down due to a headache. Spouse returned home, found the patient unconsciousness and called an ambulance. The patient was transported to the emergency room (ER) and treated with intravenous fluids, sugar, orange juice and soda pop. The patient was released after spending 2.5 hours in the emergency room.